Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice unit during dwell. The home patient (hp) stated that the alarm happened about 5:00 am this morning. The hp already cycled the power to clear the alarm. The sample was discarded and the lot number was unknown. The hp already spoke to her nurse about this. The nurse contacted baxter's (B)(4), but did not have any alarm information. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.